Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were unable to rewound insulin pump. The insulin pump will be returned for analysis.